Event description:
International affiliate reports the sensor was implanted at 20 or 30mm depth in ic. Dr stopped bleeding by bipolar then the wave form became irregular and could not measure the icp.